Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), abdominal distension ("swelling/ belly never went back to normal"), pain in extremity ("right arm pain"), headache ("head pain/ headaches"), dizziness ("dizzy"), nausea ("nauseous"), loss of libido ("no sex drive"), multiple sclerosis ("yes I have about the same symptoms"), feeling abnormal ("every part of your body is shutting down"), menorrhagia ("extremely heavy long periods that last 7-14 days"), muscle spasms ("muscle spasm/ extreme cramps"), head discomfort ("pressure on the right side of my head"), vaginal discharge ("horrible discharge"), eye movement disorder ("eye twitching"), gingival pain ("tender gums") and memory impairment ("forgetfulness"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menstruation irregular, abdominal distension, pain in extremity, headache, dizziness, nausea, loss of libido, multiple sclerosis, feeling abnormal, menorrhagia, muscle spasms, head discomfort, vaginal discharge, eye movement disorder, gingival pain and memory impairment had resolved. The reporter considered abdominal distension, dizziness, eye movement disorder, feeling abnormal, gingival pain, head discomfort, headache, loss of libido, memory impairment, menorrhagia, menstruation irregular, multiple sclerosis, muscle spasms, nausea, pain in extremity, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: report from social media: the new events were added every part of your body is shutting down, extremely heavy long periods that last 7-14 days, muscle spasm/ extreme cramps, pressure on the right side of my head, horrible discharge, eye twitching, tender gums, and forgetfulness. The patient described that she had a hysterectomy and she instantly felt better. 5 months after the surgery she her life was wonderful again (it was considered as recovered as the previous reported event outcome). On 23-mar-2020: social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), abdominal distension ("swelling/ belly never went back to normal"), pain in extremity ("right arm pain"), headache ("head pain/ headaches"), dizziness ("dizzy"), nausea ("nauseous") and loss of libido ("no sex drive"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular, abdominal distension, pain in extremity, headache, dizziness, nausea and loss of libido outcome was unknown. The reporter considered abdominal distension, dizziness, headache, loss of libido, menstruation irregular, nausea, pain in extremity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.